Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that there was undersensing, diminished p waves, and high thresholds in the right atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.